Manufacturer narrative:
(B)(6).(B)(4).

Event description:
Intra-operative implant breakage (B)(6) complaint (B)(4): procedure achilles tendon revision: by 2 to 3 rotations it came to the anchor break. Bone quality reported as normal. A back up device was available to complete the case and no patient injuries or complications were reported. The report states however that although the device broke in the patient, "it could not be removed" (bing translator).

Manufacturer narrative:
Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken off. Dimensional analysis of the anchor is prohibitive due to its condition. The inserter tines are bent and twisted. This condition is consistent with excessive torque being applied during insertion. Per the device IFU ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received indicates that the broken part stayed in the bone and was okay, so that the tendon could be fixed and was stable. No new holes required to be drilled.